Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had watchdog timeout. Blood glucose was unknown. Customer reported that insulin pump had watchdog timeout and remains on black square at start. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation the device gave a full segment display anomaly due to faulty interface board. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test or verify a13 or e13 alarms due to full segment display.